Event description:
It was reported that the pt underwent a sling procedure. Post operatively, the pt presented complaining of urgency. A cystoscopy was performed. Left side erosion of the mesh, near the bladder neck was noted. Pt is continent. Physician has the pt scheduled for revision of the sling.